Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the bolus delivery due to an out of phase motor encoder signal. Unable to perform the occlusion, excessive no delivery, or general error tests due to the motor error alarms. The pump passed the currents, rewind, basic occlusion and self tests. The pump had a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. The alarm history on the device was noted and some motor error alarms were noted. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.